Manufacturer narrative:
Updated sections: device identification, premarket identification, type of report, follow up type, adverse event problem, additional MFR narrative. Corrected sections: device identification, changed device code. Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. The pa was harvesting gsv and when he put the hp2 device into the leg he tried to activate the device and it would not heat. They switched out the vh-4020 black adaptor cord and the device started working again. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. The pa was harvesting gsv and when he put the hp2 device into the leg he tried to activate the device and it would not heat. They switched out the vh-4020 black adaptor cord and the device started working again. The hospital did not report any patient effects.